Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 493 mg/dl at the time of admission. It was found the customer was experiencing chest pains, requiring the paramedics to be called prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was treated with an insulin drip. The reporting nurse also inquired how to adjust the customer's basal settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.